Manufacturer narrative:
Investigation in process.

Event description:
It was reported that when dr (B)(6) was scoping the patient's shoulder he saw a broken piece of the tm glenoid. The fragment was retrieved.